Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a physician. This case involves a (B)(6) year old female pt who experienced injection site inflammatory reaction of pseudo arthritis type and mild fever after receiving treatment with synvisc one. The pt's med history was significant for arthritis of knee. No past drugs , concomitant medications and concurrent conditions were reported. On an unk date in beginning of (B)(6) 2014, the pt initiated treatment with intra-articular synvisc one injection into an unspecified knee once (dose, indication, batch/lot number and expiration date not provided). On (B)(6) 2014 (2 weeks later) in the same knee, the pt presented inflammatory reaction of pseudo arthritis type associated with important effusion and mild fever. The pt was hospitalized for 48 hours. On an unk date, two punctures were performed and the aspirated liquid was sterile. Corrective treatment: unspecified corticosteroid given in right knee joint and ketoprofen (bi-profenid) for inflammatory reaction of pseudo arthritis type. Outcome: unk for both events. Seriousness criteria: hospitalization both events (additionally required intervention for inflammatory reaction of pseudo arthritis type). Imputability: (B)(4) for inflammatory reaction of pseudo arthritis type (B)(4) for mild fever. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and results were pending for same. Additional info was received on 4 and 5 december 2014 (both the info processed together with csd of 4 dec 2014). The pt's age and med history added. The suspect therapy details (start date, stop date, route, frequency) added. The events of injection site inflammatory reaction of pseudo arthritis type and mild fever added along with their details. The event of important effusion was updated to symptom of the event of injection site inflammatory reaction of pseudo arthritis type. Corrective treatment for the event of inflammatory reaction of pseudo arthritis type was added. The hospitalization duration updated. Laboratory data added. The global ptc number added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi co comment dated 9 december 2014: this is an initial case concerning a female pt who experienced mild fever and was hospitalized after receiving synvisc one. Since significant temporal relationship can be established between product and event, the causal role of synvisc one cannot be completely denied for the event; however, lack of detailed info about med history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case. Also, pt underlying disease can play a contributory role in the occurrence of event of mild fever.